Event description:
Our affiliate is reporting to us that the patient underwent a successful arthroscopic shoulder repair with the use of a spiralok 5.0mm for fixation on (B)(6) 2011. Subsequently, at some point in time, approximately 4-6 months post-op, the patient presented with chronic pain and was treated with a regiment of "pain killers", and imagery taken revealed nothing. Pain persisted, so the surgeon performed a 2nd exploratory surgery on (B)(6) 2012 to discern the root of the patient's pain. At this re-surgery the surgeon discovered that the head of the spiralok had broken away, and apparently, the repair needed to be re-fixated. The 2nd procedure was successful and the patient is doing well.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received a fragment, approximately 4cm or 5/32ths of an inch, of the proximal end of what appears to be a spiralok anchor. The proximal end of the fragment has some suture, and the broken distal end is clean and smooth in appearance; a clean break. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.